Event description:
It was reported, there was high impedance >40,000 ohms. It was noted, there was an open circuit on contacts 2 and 3. Additional information received reported high impedance was found in some leads. It was noted an x-ray was performed of the skull and soft tissues of the patient¿s neck and it did not reveal a fractured wire. It was stated, the patient did not have any side effects and they felt they had benefit from the stimulation. It was noted they would avoid the leads with high impedances. Additional information received reported the patient received some benefit from the deep brain stimulator (dbs) system since their symptoms would worsen when the system was turned off.

Manufacturer narrative:
Product ID 3387s-40, lot# va09grv, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va09grv, implanted: 2013 (B)(6); product type lead. (B)(4).